Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reported that on a few occasions the adhesive from the infusion sets were not sticking to the customer's skin. No adverse event was reported. The infusion set was requested to be returned for product evaluation.